Event description:
It was reported that the patient had sciatic pain at the implantable neurostimulator (ins) site and down the left side from where the ins was. It was stated that it felt like it was "hitting a nerve." It was noted that due to the pain, the device had not been used nor charged for 6-7 months. It was indicated that this started when the patient began losing weight 6-7 months ago. It was further reported that the patient had new "aching pain" in the buttocks and hips that could not be controlled by the therapy. It was stated that the patient felt worse when using the therapy, however it was noted that the therapy was helping with their abdominal pain. It was also reported that the ins was "jiggling" and "barely hanging on" in the pocket. It was stated that the healthcare provider told the patient that the device would have to be moved to another location in december. It was indicated that the patient had a reprogramming appointment the day after the date of this report. Additionally, it was reported that the patient had seen a power on reset (por) condition displayed. It was unclear if the por was cleared. Additional information was requested, but was not available as of the date of this request. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3776-75, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).